Event description:
It was reported that the patient presented with low impedance and poor sensing on the right ventricular lead. Unipolar pacing was attempted but caused pocket stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.